Event description:
Pt was implanted with instrumentation during revision surgery on 8/24/1994. Device was explanted on 5/17/1995 to attempt another fusion. Both sacral screws were found to be broken. Tip of screws were left implanted. Refusion at l5-s1 was performed. Pt was re-instrumented.